Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the quick coupling device did not function. It was further reported that sterile processing discovered incarcerated wire fragments during a routine cleaning and maintenance. It was observed that there was debris in the cannula that could not be removed. It was not reported if the device was used in surgery, or if there was patient involvement. The reporter stated that they were not sure of the date or surgery in which the event occurred. The reporter further indicated that they were present in most procedures where small power was used and did not recall any issues during a procedure, and certainly nothing where a case was delayed, or a malfunction was observed. The reporter stated that the event occurred either during a procedure in which they were absent, or else it was not noticeable enough to observe during surgery, but enough for sterile processing to notice while cleaning the cannulated. The reporter further indicated that this event was the third different wire driver in the last month to retain metal, and each of the three wire drivers one time each. These were likely not from the same event. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: manufacturing record evaluation (mre) review: a manufacturing record evaluation (mre) was performed for the finished device serial number, and there were no non-conformances identified. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device had vibration, corrosion, worn bearing, and was not smooth running. It was further determined that the device failed pretest for check for smooth running and check for untrue running. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.